Event description:
Philips received a complaint from the customer on v60 indicating while servicing the device, it was observed that they have an issue getting into the diagnostic mode. The green check mark is not operating properly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Recommended to check into the ui assembly and look for the cable going to the switch printed circuit board assembly (pcba). It could be disconnected or partly connected. Reseat the cable and check for proper operation. The customer reseated the cable from ui pcba to the switch pcba, and now they are able to get into diagnostic mode. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.